Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient reportedly will not be explanted at this time. Surgery to implant the contralateral ear is under consideration. The patient remains implanted and continues to use the device. A review of the device history record revealed no anomalies. This is the final report.

Event description:
The patient reportedly experienced a decrease in performance. CT scan indicated electrode migration. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery will be scheduled.